Manufacturer narrative:
Related medwatch form #: mw5120575.

Event description:
It was reported that a warning alert for the atrial bipolar lead impedance was observed though measurements were within the expected range. Possible atrial undersensing with some atrial events falling in blanking/refractory periods was observed on the right atrial lead. There were no reported patient consequences.